Manufacturer narrative:
(B)(4). This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the physician successfully deployed and detached two ruby coils in the target vessel using a non-penumbra microcatheter. The physician then experienced resistance while advancing another ruby coil through the microcatheter, and this ruby coil did not take its intended shape when it was advanced into the target location. The ruby coil was therefore retracted to be removed, and the physician reported feeling resistance while retracting. The embolization coil was reported to have unintentionally detached, and therefore the microcatheter was removed with the embolization coil inside. The procedure was subsequently completed using additional coils, a new ruby coil, and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the ruby coil was folded and twisted together. Conclusions: evaluation of the returned ruby coil revealed that the device was folded and twisted together. This type of damage likely occurred due to the packaging of the device for return to penumbra. Based on the returned condition of the device, the root cause of the reported issues could not be determined. The non-penumbra microcatheter referred to in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.